Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections of the final investigation. Corrected fields: h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device's images were not displaying. The issue occurred during a diagnostic colonoscopy procedure, which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance center (tac) via phone and reported that cv-1500 images were not appearing when printing two copies using the oep-5. Olympus representative jill ferris was also involved in assisting. It was determined that the release time had been set to 0.1 seconds instead of 0.5 seconds. Additionally, it was found that the customer had been using the maj-1918 usb remote instead of the recommended maj-438 remote for printing two copies with the cv-1500. Jill ferris configured the cv-1500 with the maj-438 remote. The device will not be returned to olympus for evaluation.